Event description:
It was reported that during the implant attempt, the stylet could not be inserted into the lead due to a kink between the two distal electrodes. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. Visual analysis revealed the lead was damaged at implant.